Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2018 with the following findings: on investigation, the pump would not power on using returned battery cap nor a test cap. The returned cap was evaluated and determined to measure within required specifications and could fully tighten to the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. There was no evidence of moisture in the battery compartment. However, moisture contamination was found inside the pump on the interior pump components. Investigation duplicated the complaint; no power due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on even when a new batter was inserted. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.